Event description:
It was reported the pt's lead incision opened. Subsequently, the pt rec'd antibiotics and the wound was cleaned and re-stitched on (B)(6) 2013, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.